Event description:
The affected part was not a algo 5 system. It was confirmed that the affected part was part 580-abbox1002 abaer collection with dp. Several infants were not able to be screened before discharge as required. Referrals made for outpatient testing. Biomedical staff troubleshooting and working with company to get repaired. Procedure carried out at the time was newborn hearing screening as required before discharge. Customer states problem was device malfunction - the device did not do what it was supposed to do.

Manufacturer narrative:
Follow up report 002 ref to natus complaint#(B)(4). Related to report, (3302260000-2023-8008) that was received through FDA's medsun program. The service technician sent the questionnaire to the customer on multiple occasions on sep-13-2023, sep-28-2023, oct-17-2023 and nov-29-2023. No questionnaire or part was returned by the customer. Faillure confirmed: no closure rationale:complaint could not be verified, materials not returned for analysis. Complaint will be included in trending data for further review.

Event description:
The affected part was not a algo 5 system. It was confirmed that the affected part was part 580-abbox1002 abaer collection with dp. Several infants were not able to be screened before discharge as required. Referrals made for outpatient testing. Biomedical staff troubleshooting and working with company to get repaired. Procedure carried out at the time was newborn hearing screening as required before discharge. Customer states problem was device malfunction - the device did not do what it was supposed to do.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Related to report, ((B)(4)) that was received through FDA's medsun program. The affected part was not a algo 5 system. It was confirmed that the affected part was part 580-abbox1002 abaer collection with dp. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) hazard ID.12, severity 6- negligible, risk level low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Install date: jun-11-2021. Further investigation to carried out.

Event description:
Natus algo 5 hearing screener with oae and abr capabilities was not working. Several infants were not able to be screened before discharge as required. Referrals made for outpatient testing. Biomedical staff troubleshooting and working with company to get repaired. Procedure carried out at the time was newborn hearing screening as required before discharge. Customer states problem was device malfunction - the device did not do what it was supposed to do.

Manufacturer narrative:
Initial report (B)(4). Related to report, (B)(4) that was received through FDA's medsun program. On 13 sept 2023: additional infomation was received and the serial numbers that were provided were not for an algo 5 system. The customer provided information that the affected part was an ear probe. Confirmation required to confirm if related report, (B)(4) that was received through FDA's medsun program, was actually for a biologic abear system and not an algo 5 system? A questionnaire has been sent to the customer. Further investigation to carried out.